Manufacturer narrative:
(B)(4). Per image review, the findings are as follows: (B)(6) 2009 lumbar MRI t2 fat sat sagittal view shows desiccation of the l5 disc. Conus sits posterior to l1. No canal stenosis is appreciated. Bulging and possible herniation is seen midline at l5 as well. The remainder of the discs appear normally hydrated. Bony anatomy appears normal. Axial t2 views show subannular protrusion right paracentral that does not appreciably deviate the s1 root. Some increased signal is seen within the annulus at this level. (B)(6) 2009 lumbar x-rays multiple views show very mild disc narrowing at l5. No instability is seen on dynamic views. Lumbar lordosis appears minimized. Oblique views suggest minimal facet arthritis at l5 as well. (B)(6) 2009 chest x-rays pa and lateral views show normal pulmonary, cardiac and bony anatomy. No signs of effusion, infiltrates, trauma or deformity. (B)(6) 2009 lumbar x-ray single lateral view taken inter-operatively shows a localizing probe at the level of the l5 disc; subsequent lateral shows pedicle screws now in position at l5 and s1. No interbody device or rods have yet to be inserted. Single ap view verifies 4 pedicle screws are in good position at l5 and s1. Final lateral view shows an interbody peek device in position within the l5 disc, yet still not rods. (B)(6) 2010 lumbar CT scout view now shows final construct with peek interbody spacer, screws and rods spanning the l5 disc. Axial views show the construct in great detail. All 4 screws are bicortical and extend into the retroperitoneal space. At s1 they extend about 8mm. At l5 the project about a centimeter on the right and about 8mm on the left. Decompression has not been performed. Some heterotopic bone is seen on the right along the insertion track of the crescent peek spacer. This is seen just cephalad to the s1 pedicle. It does not appear to compress the l5 or s1 roots. (B)(6) 2010 chest x-ray pa and lateral views show normal pulmonary, cardiac and bony anatomy. No signs of effusion, infiltrates, trauma or deformity. (B)(6) 2011 chest x-ray pa and lateral views show normal pulmonary, cardiac and bony anatomy. No signs of effusion, infiltrates, trauma or deformity. Lateral view suggests flattened thoracic kyphosis. (B)(6) 2011 chest x-ray pa and lateral views show normal pulmonary, cardiac and bony anatomy. No signs of effusion, infiltrates, trauma or deformity. (B)(6) 2011 lumbar x-ray single lateral view with l5/s1 construct still in place. Probe of some type is seen aligned in position and trajectory with the l5 screws. No interval change is appreciated in the spinal construct.

Event description:
Per medical records, it was reported that on (B)(6) 2014 the patient presented with the complaint of back pain. This is a chronic problem, occurring constantly. The pain is present in the lumbar spine. The quality of pain is described as aching, burning and stabbing. The pain radiates to the right thigh, right knee, right foot, left knee, left thigh and left foot. The pain is severe and is at the rate of 9/10. Stiffness is present all day. Associated symptoms include numbness (and tingling in legs) and weakness in bilateral legs. The patient is also positive for gait problem. Assessment: vertebral fracture; lumbago. (B)(6) 2014 the patient presented due to otalgia. There is pain in the right ear. The patient also reported chronic back pain. The quality of pain is described as aching, shooting and stabbing. The pain radiates to right foot. The pain is severe and is at the rate of 10/10. Assessment: chronic serous om (otitis media); otalgia of the right ear; vertebral fracture; lumbago. (B)(6) 2014, (B)(6) 2014, (B)(6) 2015, (B)(6) 2015, the patient presented for medications refill. (B)(6) 2014 on a telephonic encounter, the patient stated that she had been sick at her stomach for a couple of days. (B)(6) 2014 the patient presented due to pharyngitis. Associated symptoms include coughing and diarrhea. The patient also reported chronic back pain. The quality of pain is described as aching, shooting and stabbing. The pain radiates to right foot. The pain is severe and is at the rate of 10/10. The patient was also positive for weakness on bilateral lower extremities. Assessment: vertebral fracture; lumbago; pharyngitis; nausea; encounter for long term (current) use of other medications. (B)(6) 2014 patient presented with low back pain. The pain is severe and is at the rate of 10/10. Associated symptoms include numbness (in bilateral legs, right worse than left) and weakness in bilateral lower extremities. She also exhibited decreased range of motion, tenderness, pain and spasm. Assessment: vertebral fracture; lumbago; chronic nausea. (B)(6) 2014, (B)(6) 2015, the patient presented for medications refill and complained of low back pain. Assessment: vertebral fracture; lumbago. (B)(6) 2015, the patient presented for medications refill and complained of low back pain. Assessment: vertebral fracture; lumbago; insomnia. (B)(6) 2015, the patient presented for medications refill and complained of low back pain. Assessment: vertebral fracture; lumbago; anxiety. (B)(6) 2015, the patient presented for medications refill and complained of low back pain. Assessment: vertebral fracture; lumbago; anxiety; chronic nausea. (B)(6) 2015: patient presented for follow-up on medication with low back pain. The pain is present in the lumbar spine. Patient describes pain as shooting, aching and stabbing. The symptoms were numbness and weakness. Assessment: vertebral fracture and lumbago. (B)(6) 2015: patient presented for medication refill. Diagnosis: anxiety; vertebral fracture; lumbago; chronic nausea. (B)(6) 2015: patient presented for medication refill with low back pain. Patient describes pain as shooting, aching and stabbing. The pain radiates to the right foot. The symptoms were numbness and weakness. Assessment: vertebral fracture, lumbago, non-union fracture. (B)(6) 2007 the patient underwent thin prep gyn test. Impression: epithelial cell abnormality. Interpretation: atypical squamous cells of undetermined significance. (B)(6) 2010 the patient presented with head ache, diarrhea, nausea and vomiting x several days, generalized abdominal pain and underwent CT of abdomen & pelvis. Impression: fatty liver, appendectomy, no acute findings. (B)(6) 2010 the patient presented with nausea and vomiting. Diagnosis: gastroenteritis. (B)(6) 2011 the patient presented with mid/low back pain x several days, previous surgery and underwent x-rays of lumbosacral spine minimum 4 views due to chronic pain. Impression: l5-s1 orif, no acute findings. (B)(6) 2011 the patient presented for surgical problem re-evaluation and complained of back pain. The patient also reported numbness from right hip to leg. Diagnosis: post operative surgical exam. (B)(6) 2012 the patient complained of lumbar pain, low back pain and swelling x 2 days. The pain was radiating to bilateral lower ext remities. (B)(6) 2012 the patient presented with cough, nausea, and numbness on the left side face. Diagnosis: bronchitis; upper respiratory infection; low back pain. (B)(6) 2012 the patient complained of pain in stomach and nausea. (B)(6) 2012 the patient complained of diffuse, pounding headache which was worse when sitting up. (B)(6) 2012 the patient presented with chief complaints of gastritis, upper gastrointestinal bleed, hypovolemia, hypokalemia. (B)(6) 2012 the patient presented with chief complaints of gastritis. Assessment: upper gastrointestinal bleed, hypovolemia, hypokalemia, chronic back pain, reflux esophagitis, gastritis, prepyloric ulcers, duodenitis, diverticulosis, hemorrhoids. (B)(6) 2012 the patient presented with chief problem of gastritis. Assessment: gastritis, gastroparesis, hypovolemia, leukocytosis, chronic back pain. (B)(6) 2012 the patient presented with complaint of bee sting. Diagnosis: insect bite with focal allergic reaction. (B)(6) 2012 the patient underwent mammogram screening for breast cancer. (B)(6) 2013 the patient presented with complaints of headache, worst ever, nausea/vomiting, and abdominal pain. Diagnosis: acute headache. (B)(6) 2013 the patient underwent upper gastrointestinal endoscopy due to nausea and vomiting containing blood as well as epigastric pain with radiation to chest. Assessment: gastroesophageal reflux disease, gastritis, nausea and vomiting, more likely due to gastroparesis due to pain medicine. The patient underwent CT scan of abdomen and pelvis due to generalized abdominal pain, nausea and vomiting. Impression: no acute int ra-abdominal or pelvic pathology, hepatic stenosis, cholecystectomy, interbody fusion l5-s1.

Manufacturer narrative:
Additional information: per the review of images, the findings are as follows: (B)(6) 2010, x ray abd ¿ no comment (B)(6) 2010 CT abdomen/pelvis no reformats provided. Cd viewer unusable. On (B)(6) 2011, x ray lumbar spine. Previous l5-s1 fusion impression: unable to adequately view imaging on platform provided.

Event description:
It was reported that on, (B)(6) 2006: the patient underwent therapeutic exercise, manual therapy, ultrasound and laser light treatments, the patient reported of pain returning back. On (B)(6) 2007: the patient presented for physical therapy. She consistently had solid sharp low back pain with radicular right leg pain. She had burn at r hip, no bum/pain lateral <(>&<)> posterior r thigh - then it skipped knee <(>&<)> l leg but bottom of foot is pins <(>&<)> needles while walking or standing. If she tries to stand straight her radicular pain increased. Standing longer than 30 minutes caused pain usually cross and went into left hip <(>&<)> thigh as well. On (B)(6) 2007: the patient presented for medical examination. Impression: patient had symptoms of lower back pain and a lesser amount of radicular pain in her right leg. There were no physical findings of radiculopathy. MRI showed no acute or traumatic injury. There were no herniated disks or nerve root compression. On (B)(6) 2007: patient presented for e-stim and manual therapy with complaint of increased muscle spasm. On (B)(6) 2007: patient presented for therapeutic exercise, ultrasound, massage and manual therapy. On (B)(6) 2007: the patient presented for an office visit complaining she felt a pop while lifting a 120 pound of weight from floor to waist level and pain is primarily in the low back and on the right side and goes down into her leg. The patient MRI revealed minimal degenerative changes in the lower lumbar and lumbar/sacral junction, nerve root compromise is not suspected. Posterior disc bulge was present at l4-5 and l3-4 without significant neuroforaminal or spinal canal encroachment. At l5-s1 there was a right paracentral small disc bulge/borderline protrusion with annular tear, abutting the descending of the right si nerve. No displacement or impingement was noted. Minimal right foraminal stenosis. Assessment: the lower extremity strength is decreased on the right. It appeared to be more a limitation with pain. The patient had decreased strength in the right lower extremity. On (B)(6) 2007 the patient reported having back pain and left hip pain. On (B)(6) 2007: the patient underwent medical examination. She had strained her back aggravating preexisting dormant degenerative disc disease and there was some suggestion of radiculopathy. The patient was found to have 13% permanent whole person impairment. On (B)(6) 2007 patient underwent CT abdomen w/o contrast. Impression: no pelvic free fluid; the uterus appears unremarkable. No acute findings. On (B)(6) 2007 patient presented for an office visit. On (B)(6) 2008: the patient got discharged with discharge diagnosis of generalized weakness, left facial paresthesia. On (B)(6) 2009: impression: history of chronic low back pain with degenerative disk disease and possible radiculopathy; history of right upper extremity pain of uncertain etiology. Possible right shoulder pathology; doubt carpal tunnel syndrome. On (B)(6) 2009 the patient presented with low back pain, pinched nerve, three bulging disks, and pain in legs. Patient¿s back pain was radiating down the right lower extremity to her foot with paresthesias.the patient also had some right handed numbness, especially at night. On (B)(6) 2009: the patient complained of lower back pain, pinch nerve in lower back, three bulging discs in lower back, and pain in both legs. Assessment: no significant changes since initial assessment. On (B)(6) 2009: patient presented with complaint of pain in low back and right leg. On (B)(6) 2009: the patient was discharged with final diagnosis as: degenerative disk disease, lumbar spine. On (B)(6) 2010: the patient presented with complaint of metal like taste in mouth. Burning sensation in back side of mouth, back of tongue and roof of mouth. On (B)(6) 2010 the patient presented for neurosurgery consultation due to radicular pain and instability. On (B)(6) 2010: the patient presented with low back pain status post tlif. On (B)(6) 2010: the patient presented for follow up post removal of spinal cord stimulator. On (B)(6) 2011: the patient presented status post cervical fusion. Musculoskeletal examination revealed severe pain on flexion and exten sion of the lumbar spine. On (B)(6) 2011, patient presented for off visit with complaints of hot flashes, right ear pain. On (B)(6) 2011, patient presented for office visit for medication refill. On (B)(6) 2011, patient presented for office visit. On (B)(6) 2011: patient was scheduled to undergo a right l4-5, l5-s1, decompression, but the procedure was cancelled by surgeon¿s decision. On (B)(6) 2011, (B)(6) 2012, (B)(6) 2013, the patient presented with complaints of low back pain, bilateral hip pain, bilateral upper leg pain, bilateral lower leg pain, failed lumbar surgery x5. Assessment: myofascial pain syndrome, chronic pain syndrome, spasm of muscle, failed back syndrome, lumbar radiculopathy, lumbar spondylosis, long term medication. On an unknown date in (B)(6) 2012, the patient underwent placement of spinal cord stimulator. On (B)(6) 2013: the patient underwent medical examination. She had following symptomatology: lower back pain, stiffness, and weakness; pain and paresthesia about the right lower extremity down to the level of the foot. She had similar symptoms about the left lower extremity that are not as severe as those present at the right lower extremity; multiple positional intolerances and limitations with instrumental activities of daily living. Musculoskeletal examination revealed tenderness about the lower lumbar paraspinal musculature. Diagnoses: chronic lumbosacral sprain/strain, right lumbosacral radiculitis l4-5 disc bulging, history of l5-s 1 arthrodesis ((B)(6) 2009), history of right l4-5 and l5-s1 decompression ((B)(6) 2011); history of spinaf cord stimulator placement ((B)(6) 2012) and subsequent removal shortly thereafter.

Manufacturer narrative:
(B)(4) (leg pain). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010: patient presented with a follow-up visit due to back pain and right leg pain. Assessment: patient is to continue with her medical therapy as previously prescribed. On (B)(6) 2010: patient presented with an office visit due to complaint of back pain and right leg pain. On (B)(6) 2012: patient presented with complaints of bilateral hip and lower leg pain. Patient was diagnosed with failed back syndrome, chronic pain, lumbar radiculopathy, lumbar spondylosis and myofascial pain syndrome. On (B)(6) 2013: patient presented with complaint of low back pain, failed lumbar surgery and diffuse bilateral leg pain. Assessment: lumbar radiculopathy, failed back syndrome, lumbar spondylosis, myofascial pain syndrome, chronic pain syndrome, spasm of muscle, long term medication use. On (B)(6) 2013: patient presented for a follow-up visit due to work injury and underwent a physical exam. On (B)(6) 2015 patient underwent following examination: ¿l-spine 2 views ap/lat¿. Impression: l5-s1 plif. No hardware failure or loosening.

Manufacturer narrative:
Updated information: "(B)(6) 2003 the patient underwent x-rays of right tibia and fibula due to pain. Impression: no acute finding. (B)(6) 2006 the patient underwent x-rays of the lumbar spine due to an injury. Impression: no acute fracture or dislocation. (B)(6) 2012: patient underwent CT head/brain without contrast due to nausea, vomiting and headache issues. Impression: normal CT scan of the head without contrast enhancement. No acute intracranial abnormality noted."

Event description:
"(B)(6) 2003 the patient underwent x-rays of right tibia and fibula due to pain. Impression: no acute finding. (B)(6) 2006 the patient underwent x-rays of the lumbar spine due to an injury. Impression: no acute fracture or dislocation. (B)(6) 2012: patient underwent CT head/brain without contrast due to nausea, vomiting and headache issues. Impression: normal CT scan of the head without contrast enhancement. No acute intracranial abnormality noted."

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on, (B)(6) 2015 the patient presented for an office visit due to complaint of low back pain. Assessment: bilateral low back pain with right sided sciatica, lumbar vertebral fracture, pharyngitis. (B)(6) 2015 the patient complained of low back pain. Assessment: vertebral fracture, lumbago, non-union of fracture, anxiety, chronic nausea, motor vehicle accident. (B)(6) 2015 the patient presented with chief complaint of low back pain. Assessment: vertebral fracture, swelling, non-union of fracture, anxiety, chronic nausea, bilateral low back pain with right sided sciatica. (B)(6) 2015 the patient presented with chief complaint of sore throat and cough. Assessment: cough, shortness of breath, pharyngitis, bronchitis. (B)(6) 2015 the patient presented with complaint of burning and stabbing pain in the right knee. Assessment: right knee pain, right knee effusion. The patient underwent x-ray of the right knee. Impression: there was no evidence of fracture or dislocation. No significant degenerative changes were identified. There was no definite evidence of suprapatellar joint effusion. (B)(6) 2015 the patient presented to the office for routine follow up, med refills and chief complaint of low back pain.

Manufacturer narrative:
(B)(4).

Event description:
Medical records indicate that the patient presented to surgery on (B)(6) 2009 with the history of intractable lumbar pain and pre diagnosis of l5-s1 degenerative disc disease with instability and radiculopathy. The patient underwent the following procedures: 1. Right transfacet approach for discectomy 2. L5 inferior laminotomy, s1 superior laminotomy, l5-s1 medial facetectomy for decompression of the right l5 and s1 nerve roots. 3. Transpedicle screw implantation, bilateral l5 and s1. 4. Transforaminal interbody arthrodesis using peek cage and local bone graft arthrodesis and rhbmp-2/acs bone morphogenic protein, l5-s1. 5. Bilateral posterolateral arthrodesis using compression resistant matrix and rhbmp-2/acs using local bone graft and rhbmp-2/acs, l5-s1. (B)(6) 2009 to (B)(6) 2009 the patient presented with aching low back pain. On an unknown date of 2010, the patient was status post lumbar fusion and decompression. She still complained of quite a bit of pain. On an unknown date of 2010, the patient was status post lumbar fusion and was still having significant amount of pain and muscle spasm. On an unknown date of 2010, the patient was status post lumbar fusion and complained of leg pain. On an unknown date of 2010, the patient was status post lumbar fusion and subsequent spinal cord stimulator. The patient had severe intractable pain from her spinal cord stimulator. On an unknown date of 2010, the patient was status post removal of spinal cord stimulator and still had quite a bit of radicular pain. (B)(6) 2010 the patient presented for CT scan of lumbar spine. Impression: spinal fusion in anatomic alignment. (B)(6) 2010 the patient was status post lumbar tlif at l5-s1 and was still having significant amount of low back pain. (B)(6) 2010 the patient was status post lumbar tlif at l5-s1 and was still having pain in low back and right lower extremity. (B)(6) 2010 the patient was status post lumbar tlif at l5-s1 and was still having right lower extremity radicular pain. (B)(6) 2010 the patient presented with the complaint of back pain and right leg pain. The pain was radiating to the right buttock, thigh down into the right leg. She described the pain as sharp and shooting. Also the patient had trouble sleeping, muscle pain, poor concentration, spasms in back, frequent sadness and anger. There was tenderness over the lumbar spinous process and quadratus lumborum, right side greater than the left. Assessment: back pain; right lower extremity radiculopathy; status post tlif back surgery. (B)(6) 2010 the patient presented with the complaint of low back pain and right leg pain. The pain was sharp and burning. Findings: lumbar facet arthropathy; lumbar disc degenerative disease; lumbar radiculitis; failed back syndrome; neuropathy; depression. (B)(6) 2010 the patient presented with the complaint of low back pain and underwent temporary spinal cord stimulator trial bottom t8. (B)(6) 2010 the patient presented with the complaints of mid and low back pain, pain in bilateral leg right greater than left. (B)(6) 2010 patient presented with disc degeneration, back pain and leg pain. Impression: increased back pain and radiculopathy. Patient presented with pre-op diagnoses of chronic back pain, bilateral lower extremity radiculopathy, and lumbar degenerative disc disease. Patient underwent spinal cord stimulator lead and generator permanent implantation. The procedure was performed under fluoroscopic guidance and no complications were reported. (B)(6) 2010 the patient presented with the diagnosis of back ache. (B)(6) 2010 the patient was status post spinal cord stimulator implantation. She continued to complain of severe pain in the area of generator implant. She described the pain as tender, stabbing. The patient has severe back pain with right lower extremity radiation. (B)(6) 2010: patient presented with intractable pain and underwent chest x-ray. Impression: no acute cardiopulmonary process. (B)(6) 2010 the patient presented with the pre op diagnoses of intractable pain; implanted spinal cord stimulator and complained that the stimulator cause increased pain. The patient underwent removal of spinal cord stimulator. No patient complications were noted. (B)(6) 2010: post-operatively patient reported nausea. Patient was discharged home. On an unknown date of 2011, the patient was status post lumbar fusion followed by placement and removal of spinal cord stimulator. She still complained of low back pain and right lower extremity pain. On an unknown date of 2011, the patient was status post lumbar decompression and still she had mild pain. (B)(6) 2011 the patient presented with the history of right lower extremity pain. The patient had pain with raise in straight leg on the right at 15 degrees and pain with flexion and extension of the lumbar spine. (B)(6) 2011 patient presented with lumbar ddd. Patient underwent chest x-ray. Impression: no acute cardiopulmonary process. (B)(6) 2011 patient presented with admitting diagnosis of lumbar ddd. Patient underwent chest x-ray. Impression: normal chest. (B)(6) 2011 the patient presented with the pre op diagnosis of l4-5, l5-s1 stenosis, right leg pain and underwent right l4-5, l5-s1 d ecompression. The patient underwent x-rays due to decompression. Findings: the patient was status post posterior fusion with interpedicular screws and posterior rods at the l5-s1 level. The lower lumbar elements appear to be in anatomic alignment. (B)(6) 2011 the patient was discharged home with the following diagnosis: foraminal stenosis, l4-5 and l5-s1 (B)(6) 2011 the patient presented with the complaint of back pain. The pain was constant, severe, sharp and it was in lower back and leg. (B)(6) 2011 on a telephone encounter, the patient reported pain and her pain meds were not working. (B)(6) 2011 on a telephone encounter, the patient reported that she can't feel her right side of her legs. (B)(6) 2011 the patient presented with the complaint of low back pain. (B)(6) 2011 the patient was status post l4-5, l5-s1 decompression and presented for a follow up. On an unknown date of 2011, the patient was status post lumbar decompression and still she had significant amount of radicular pain. The patient was referred for possible placement of pain pump. (B)(6) 2012 the patient presented with the complaint of back pain with radiation into her right hip and right leg. (B)(6) 2012 the patient presented with intermittent back pain. The pain was in lower back and legs with radiation to the back, left calf, right calf, left, and right thighs. She described the pain as burning, piercing and sharp. Over the lumbar spine, there was pain with motion. Assessment: lumbar disc degenerative disease; low back pain. (B)(6) 2013 the patient underwent x-rays of chest pa and lateral due to nausea, vomiting, diarrhea. Impression: normal pa and lateral chest. The patient also underwent CT of the abdomen and pelvis without contrast. Impression: mild fatty infiltration of the liver; no acute intra-abdominal or pelvic pathology identified. (B)(6) 2013 the patient presented with complaints of pain radiating to both legs right worse than left and a feeling of numbness radiating to both legs as far as her toes. The patient also complains of frequent muscle spasms and a feeling that her right leg was weak. (B)(6) 2013 the patient underwent CT of head without contrast due to headache. Impression: ethmoid sinus disease, no acute intracranial process was seen. The patient also underwent CT of abdomen and pelvis without contrast due to abdominal pain, nausea and vomiting. Impression: post surgical changes lumbar spine. No acute process was seen within the abdomen or pelvis. (B)(6) 2013 the patient presented for follow-up. Assessment; gastroenteritis, intractable vomiting, back pain, peptic ulcer disease, gastroesophageal reflux disease. The patient underwent CT of abdomen and pelvis without contrast due to abdominal pain. Impression: no acute intra-abdominal process identified, preliminary report provided by virtual radiologic. (B)(6) 2013 the patient presented for consultation due to chest pain. Impression: 1. Non-cardiac chest pain; 2. Probable drug seeking behavior. The patient presented with complaints of persistent nausea and vomiting associated with epigastric pain radiating to her chest as well as vomiting blood. Assessment: nausea and vomiting due to gastroparesis related to pain medication, rule out peptic ulcer disease with gastric outlet obstruction; upper gi bleeding due to malory-weiss versus peptic ulcer disease; diarrhea, rule out infectious colitis. (B)(6) 2013 the patient presented with complaints of epigastric pain, heartburn, nausea as well as irregular bowel habit. Assessment: 1. Nausea and vomiting with heartburn due to gastroparesis, rule out peptic ulcer disease with gastric outlet obstruction; 2. Irregular bowel habit with gi bleeding due to irritable bowel syndrome with inflammatory bowel. (B)(6) 2013 the patient presented with complaints of periumbilical abdominal pain with nausea and vomiting as well as irregular bowel habits. Assessment: 1. Nausea and vomiting with periumilical abdominal pain, rule out small bowel lesion; irregular bowel habit due to gastrointestinal bleeding due to irritable bowel syndrome, rule out inflammatory bowel disease. The patient underwent upper gastrointestinal endoscopy and colonoscopy due to periumbilical abdominal pain, nausea, vomiting as well as rectal bleeding. Endoscopy assessment: gastroesophageal reflux disease; gastritis. Colonoscopy assessment: rectal bleeding due to hemorrhoid; normal colon; irregular bowel habits, pain due to irritable bowel syndrome. (B)(6) 2014 the patient underwent CT of lumbar spine due to history of chronic and worsening pain, right greater than left leg pain. Impression: 1. Anterior and posterior fusion of l5 and s1. The tips of the fixation screws project anterior to l5 and s1 bilaterally, 2. Disc osteophyte protrusion at t12-l1, without definite nerve root compression, 3. Mild disc bulge at l4-5 without spinal stenosis or nerve root compromise.

Event description:
It was reported that the patient underwent a tlif at l5-s1 using a peek surgical cage packed with rhbmp-2/acs. Rhbmp-2/acs was also placed in the anterior disk space prior to placement of the peek cage. Following her surgery, the patient developed additional, new and/or worse pain, suffering, symptoms and disability. Specifically, the patient has experienced progressive, disabling pain in her lower back. The patient has to use a walker to walk.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2015 the patient underwent MRI of the cervical spine without contrast. On (B)(6) 2015 the patient presented due to closed fracture of unspecified vertebral column without mention of spinal cord injury. The patient underwent MRI of the cervical spine. Impression: degenerative disk and joint disease with stenosis. On (B)(6) 2015 the patient presented for an office visit.